Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, an unspecified volume of solution leaked from an unspecified location of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.